Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral to unload the left ventricle. It was reported the patient developed a hemorrhage at the device's access site. Additionally, the patient developed thrombocytopenia during pump support. As a result, the patient received 50 units of concentrated platelets, 12 units of concentrated red blood cells and 6 units of fresh frozen plasma, wound sutured were also placed. No further information was provided.